Manufacturer narrative:
The catalog code (cypher) represents an unknown cypher sirolimus-eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. Several attempts to obtain additional information have been made; however, as of today no additional information has been received. If additional information becomes available it will be evaluated at that time. This female patient of unknown age and medical history experienced a myocardial infarction due to a thrombotic event approximately eighteen months after implantation of a cypher stent. The indication of the index procedure was an abnormal stress echocardiogram. Percutaneous coronary intervention was performed in the left circumflex coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the circumflex. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was prescribed for three months. Approximately eighteen months later, the patient experienced thrombosis in the previously stented segment, leading to mi. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.

Event description:
The female patient had one cypher stent implanted in her circumflex on (B)(6) 2005, following an abnormal stress echocardiogram. Post-procedure, she was prescribed plavix for 3 months. On or about (B)(6) 2006, she suffered thrombosis in the previously stented segment, leading to mi.